Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320:658:0000. It is unknown when or in which care area this event occurred. During review of the pump's event history it was discovered that this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:658:0000 was confirmed in the pump's event history. This condition was caused by the user pressing a key for longer than 50 seconds. This condition was not duplicated. Therefore, no repairs were necessary for this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).